Manufacturer narrative:
(B)(4). Batch # p93v9u. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, 2 clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. In addition the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: the tech pre-fired the applier. The surgeon went to clip the duct and the clip did not close all the way which caused bleeding. Per the surgeon¿s request, the clip applier was discarded.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not complete a test fire at all or deploy clips. The device was not used on the patient. Procedure was completed with another device of the same product code. There were no patient consequences reported.